Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured while inflating at 10 atmospheres upon first time attempt. The procedure was completed with another of the same device. No patient complications reported.